Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A sensitivity testing protocol was executed using lot 68038li00 and met acceptance criteria and determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect hiv ag/ab combo reagent, list number (B)(4), lot number 68038li00, was identified.

Manufacturer narrative:
It was identified on 07/26/2017 that the outcome of the product evaluation was incorrectly documented in the follow-up manufacture report: 3002809144-2016-00090-02. The conclusion code has been corrected and the evaluation outcome determined that no malfunction was identified, as follows: based on the available information no malfunction and no product deficiency of the architect hiv ag/ab combo reagent, list number 4j27-37, lot number 68038li00, was identified.

Manufacturer narrative:
(B)(4) lab this report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed false (B)(6) architect hiv ag/ab results. The customer indicated that the patient specimen had previously tested (B)(6) using the cobas method and was being confirmed using the architect assay. The customer stated the specimen was (B)(6) initially and retest non (B)(6). The specimen was retested after recentrifugation and remained not (B)(6). The specimen was tested again usng the cobas method and was (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: (B)(4). (B)(4) is being replaced by (B)(4).